Event description:
It was reported that the ventilator stopped giving breaths when connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) was dispatched to investigate the reported issue. It was not possible to duplicate the reported stop of ventilation. The ventilator passed all safety and functional tests and was cleared for clinical use. The ventilator logs were downloaded. Evaluation of received ventilator logs was performed. The event log starts in on-going ventilation on (B)(6) 2017 and the ventilation was continued until (B)(6) 2017 at 3:12 pm when the ventilator was set to standby and thereafter a normal shutdown was performed. Several clinical alarms were found in the event log on the date of event and on prior dates. There is no increase in alarm frequency during the reported date of event and there is no indication of a stop of ventilation. Alarm for high respiratory rate that was generated shows that the ventilator was functioning and delivered breaths. No technical errors from the date of event was found in the technical log. The reported issue could not be reproduced and no parts have been replaced, therefore the root cause of the reported stop of ventilation has not been determined.

Event description:
(B)(4)